Event description:
The cover to the magnet separated and the alarm did not sound. A resident fell and fractured her femur.

Manufacturer narrative:
The magnet stuck to the alarm when the capsule that housed the alarm separated. The alarm did not sound when the resident got up. The resident fell and fractured her femur. A brace was applied and no surgery was performed. The resident was reported to be doing well. The issue was confirmed with the returned sample. The product was forwarded to the vendor for further review and identification of corrective actions to be taken. The pt alarm will not prevent an individual from falling. The alarm is one element of a fall's prevention program. However, due to the reported fracture, this MDR is being filed.